Event description:
The customer reported a cracked and shattered touchscreen, which rendered the pump unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump and provided the customer with instructions for putting the pump into storage mode. The customer intended to use multiple daily injections as a backup therapy until the replacement arrived and agreed to return the damaged pump using a pre-paid label within ten days.